Event description:
The customer reported that the clear insulation peeled off during a gastric bypass. There was no pt injury. The insulation was accounted for but the site contact was not sure if it fell into the pt's cavity. The surgeon used a second device of the same type to complete the procedure.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.